Event description:
Boston scientific received information that an alert was received for a high out of range shock impedance measurement on the right ventricular (rv) lead. The field representative contacted the clinic in an attempt to obtain additional information. The clinic told the field representative that they have chosen to not bring the patient in for evaluation as the rv lead has chronic high shock impedance measurements. The physician has opted to monitor the situation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.